Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 21mm 3300tfx valve has been placed under consideration for a valve-in-valve procedure after an implant duration of 7 (seven) years, (nine) months due to unknown reasons. The valve-in-valve procedure has not been scheduled yet.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The most likely cause is patient factors, including hyperlipidemia (hld) and non-insulin dependent diabetes mellitus (niddm)

Event description:
It was reported and learned through investigation that a patient with a 21mm 3300tfx valve has been placed under consideration for a valve-in-valve procedure after an implant duration of 7 (seven) years, nine months due to severe stenosis due to severe calcification. The patient presented with dyspnea on exertion. The valve-in-valve procedure scheduled for (B)(6) 2024.